Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion (acdf) from c3 to c7 for myelopathy using a device. During routine follow up visit (two to three weeks post-op), x-rays showed two screws backed out past the locking mechanism. The screws were located at the distal ends of the plate. Imaging films were provided. The doctor will monitor any patient complications and assess revision of instrumentation as needed.

Manufacturer narrative:
A review of the device history records is not possible on (B)(6) 2012 without additional device information. A review of the com plaint history for atlantis translational product family, conducted (B)(6) 2012 did not identify any applicable complaint trends for this failure mode. A review of the complaint history for parts, 6190077, 3120514 and 3120315, conducted on (B)(6) 2012, did not identify any applicable complaint trends with further evaluation of the product.

Manufacturer narrative:
Medical interpretation: offered are two lateral views of a multiple level cervical anterior cervical discectomy and fusion (acdf) from c3 to c7. There is a congenital fusion at c2 - c3. Interbody spacers are present and in good position. The second film shows that one of the c3 bone screws has backed out partially, suggesting failure of the locking mechanism. Overall alignment remains good.